Manufacturer narrative:
This report is submitted on dec 15, 2023.

Event description:
Per the surgeon, the patient experienced a head trauma resulting electrodes becoming disconnected. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the receiver/stimulator (specific date not reported). Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6) 2024.